Event description:
The distributor initially reported that the pump housing was cracked. The pump was returned to animas and during evaluation it was discovered that the ok and backlight buttons were not activating desired pump functions when pressed. This report is based on evaluation results.

Manufacturer narrative:
(B)(6). The pump was returned to animas and evaluated on january 27, 2012. During evaluation it was discovered that the ok and backlight buttons were not activating desired pump functions when pressed. None of the keypad buttons were springing or clicking back. Contamination was present under all button contacts. The battery compartment was cracked as stated in the initial complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.